Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) was investigated. As received, the charger/modem was unable to recognize and charge a battery pack. The cause of the inability to recognize and charge a battery pack is the liquid contamination. The root cause of the contamination is ingress of an unknown contaminant no adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it was unable to charge a battery pack.